Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the poly became disassociated and fractured. There was abnormal wear from the stem neck on the high side of the +4/10* liner. The liner appears to have been levered on at an inferior posterior position and broken directly across from site of stem impingement. The cup was cut out and new cup with different version was put in. This is the 2nd revision with the same issue. Surgeon remarked he could not trust the locking mechanism on this particular cup. Cup was put in (B)(6) 2014. Doi: (B)(6) 2018; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.